Event description:
It was reported that when a patient presented in-clinic for a follow-up, externalized conductors were observed via cinefluoroscopy. No electrical anomalies were detected. No further information is available.

Manufacturer narrative:
(B)(4).